Event description:
It was reported that the patient states leakage due to lower liner not removed from male catheter on night one. Then on second night of usage patient states the canister got full, he emptied it then the suction was not working well, so he had to change the wick, but he is uncertain what happened. Resolved by: we walked through suction troubleshooting. Ensuring all connections are airtight seal and stop valve rattles prior to placing lid on canister. The patient thinks the issue was the stop valve. We jiggled the stop valve together on the phone and we spoke briefly about proper suction flow for male catheter, male wick remaining flat above legs. We also spoke briefly about placement, ensuring penis is centered in pouch. The patient acknowledged. Survey offered. Scheduled follow up call: monday (B)(6) 2026. Used with male wicks. No additional information provided. Troubleshooting resolved the issue. (Prepping and placement tips shared)

Manufacturer narrative:
Corrections made to tab d. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user states leakage due to lower liner not removed from male catheter on night one. Then on second night of usage the patient states the canister got full, he emptied it then the suction was not working well, so he had to change the wick, but he is uncertain what happened. Resolved by: we walked through suction troubleshooting. Ensuring all connections are airtight seal and stop valve rattles prior to placing lid on canister. The patient thinks the issue was the stop valve. We jiggled the stop valve together on the phone and we spoke briefly about proper suction flow for male catheter, male wick remaining flat above legs. We also spoke briefly about placement, ensuring penis is centered in pouch. The patient acknowledged. Survey offered. Scheduled follow up call: monday 4/13/26. Used with male wicks. No additional information provided. Troubleshooting resolved the issue. (Prepping and placement tips shared) product: pwmx30 product sn: (B)(6).